Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with shortness of breath. The patient was diagnosed with a hemo/pneumothorax. A computerized tomography scan was performed and identified that the right ventricular (rv) lead had been placed in the left ventricle via an aortic puncture. The lead was removed, and a stent was placed via the femoral artery to the aortic puncture site. No further patient complications have been reported as a result of this event.